Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt change in pace impedance measurements of greater than 3,000 ohms. Technical services (ts) discussed isometrics and pocket manipulation in which the health care professional (hcp) did not want to perform in case of a fracture. Ts had hcp turn respiratory rate trend (rrt) off. No noise could be observed. Ts recommended closely monitoring. This ra lead remains in service. No adverse patient effects were reported.additional information was received that this ra lead was explanted due to product performance issue. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt change in pace impedance measurements of greater than 3,000 ohms. Technical services (ts) discussed isometrics and pocket manipulation in which the health care professional (hcp) did not want to perform in case of a fracture. Ts had hcp turn respiratory rate trend (rrt) off. No noise could be observed. Ts recommended closely monitoring. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt change in pace impedance measurements of greater than 3,000 ohms. Technical services (ts) discussed isometrics and pocket manipulation in which the health care professional (hcp) did not want to perform in case of a fracture. Ts had hcp turn respiratory rate trend (rrt) off. No noise could be observed. Ts recommended closely monitoring. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted due to product performance issue. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was recieved that this ra lead also exhibited high threshold measurements and a lead integrity issue had been suspected.